Event description:
The customer reported that the cap of their olympus single-use distal cover broken during an endoscopic retrograde cholangiopancreatography procedure. According to the initial reporter, they removed the cap with a set of forceps, and use a new cap to continue the procedure with no patient harm.

Manufacturer narrative:
The device has not yet been returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An additional medwatch report has been submitted for this event to cover the scope used with the device. The scope is an evis exera iii duodenovideoscope (tjf-q190v). The additional report has been submitted with patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the concomitant device used and reference an additional medwatch report submitted for this event. If additional information becomes available, another supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, h3 and h10 in the last supplemental report: the subject device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus received the following additional information: the recovered distal cover was damaged on the bottom side (rear end side) of the opening. No anti-fog agent is used. Although a lubricant (endoglide) is used, it is not applied directly to the cover. After attaching the cover to the scope, doctors and technicians confirmed that the tip of the cover was not damaged and that it was attached in the correct position. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off are as follows: -the cover was damaged by the chemical attack caused by the adhesion of the lubricant, and it became easy to come off the scope. -it was damaged due to some load applied to the rear end of the cover, and it became easy to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation where the presence of foreign reddish residue was found within the cap, which likely implies that the device was used. The single-use distal cover was checked under the microscope, and found the top and bottom section cracked and separated. The complaint device cannot be tested with a scope due to the separation and crack. Olympus tried to replicate the reported failure using a distal cover (lot. H1412) and confirmed that the distal cover will never come off when it has no damage, and it is correctly attached to the scope. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the cover was damaged by the chemical attack caused by the adhesion of the lubricant, and it became easy to come off the scope. It is likely the cover was damaged due to some load applied to the rear end of the cover, and it became easy to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer later reported that the cover was damaged at the bottom of elevator window and no anti-fog agent was used on the scope lens. Endoglide lubricant was applied to scope, not directly on the cap. The physician and technician verified the cover was not damaged and verified that the perforation for removal was intact and cap placed below elevator window per in-service instruction.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirms the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviews and follows the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. The following additional information was obtained during the interview: the detachment of the distal cover occurred while using the old design of the device. The crack was observed by the tear line when taking the distal cover (old design) out of the sterilization packaging. The facility contacted olympus and the doctors and staff were provided in-service training on multiple occasions. The facility implemented a team approach where the technicians and doctors inspect the distal cover before and after the procedure to ensure the device is correctly attached. The facility has been using the new design of the distal cover for almost 1 year, and no detachment events have been reported. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are stored in their original product carton. However, some of the distal cover sterilization packs are removed from the carton and stored in a tray in the department supply room for easy access. Per the facility, endoglide lubricant (manufactured boston scientific) was applied to the distal end of the endoscope after the cover is attached. No chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate. Contrast was administered through the cannula during the endoscope insertion. However, no chemicals were administered orally to the patient before the inspection, and no chemicals were used during endoscope preparation and pre-use inspection. It was confirmed that a crack was observed on the distal cover before attaching the device to the endoscope. This supplemental report includes a correction to h7 and h9 to provide information that was inadvertently not included in the previous submission.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).